Manufacturer narrative:
The device is expected for return for analysis. This report will be updated when analysis is completed.

Event description:
It was reported during on-going use, the device was showing premature battery depletion, and was showing only 3 months remaining. The device was explanted and replaced on (B)(6) 2019. No adverse effects were reported. The device is expected for return.

Manufacturer narrative:
The returned visionist x4 crt-p was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The suspected premature depletion was due to the high lv amplitude setting, and not the device itself. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during on-going use, the device was exhibiting premature battery depletion. At the time of the reported event, the device was showing only 3 months remaining. Therefore, the device was explanted and replaced. No adverse effects were reported. Additional information: this report has been updated to include final analysis results.